Event description:
It was reported that the patient is approximately 5 years post implantation of a right total hip arthroplasty. The patient reported pain and difficulties walking within the last 6 months. The pain is reportedly located in the right leg primarily close to the groin and thigh at the top of leg and radiates down to the knee. The patient had an MRI and x-ray that were insignificant and was prescribed physical therapy twice since surgery with no relief. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 010000663, lot# 6460591, g7 pps ltd acet shell 52e. Cat# 51-103110, lot# 6391111, tprlc 133 t1 pps so 11x142mm. Cat# 12-115123, lot# 2948057, cer bioloxd mod hd 36mm+6 nk. Cat# 010000740, lot# 6384379g7, neutral arcomxl lnr 36mm e. Product remains implanted and was not returned to zimmer biomet for investigation. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial total hip arthroplasty performed. Subsequently, the patient has reported pain and difficulties walking. The patient had and MRI and x-ray that were insignificant. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.